Event description:
Caller reported a pump malfunction with a displayed code of malf 0, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise, which the caller understood.